Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 90-125mg/dl. Verified the strips expire 06/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 92mg/dl and 95mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:the customer is concerned about the result she received on the trueresult: 99 mg/dl and 105 mg/dl on the contour meter on (B)(6) 2015. No adverse event reported.